Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 27-jul-2025, the user reported receiving an occlusion alert shortly after performing a supply change. Troubleshooting confirmed no leaks, kinks, or air bubbles, and tubing was successfully filled. The highest recorded blood glucose (bg) during the event was 333 mg/dl. A subsequent occlusion alert occurred, and the user performed another supply change. After this change, no further occlusion alerts occurred, and bg returned to range. The device provided high bg alerts. No symptoms were reported, and no medical intervention was required.